Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pd patient¿s transfer set disconnected from the titanium adapter. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. The nurse stated that the connection was properly tightened before the therapy started. No damage was noted in the patient connector (off-white part of the transfer set). The transfer set was replaced, however, the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.